Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 09-jun-2024, it was reported that the patient faced infusion set cannula was crimped within 3 hours of insertion at abdomen, which caused the patient blood glucose elevated to 200 mg/dl. The patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.